Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that a CT revealed a migration of the aneurx stent graft (5cm) below the renal arteries and a type I endoleak was also identified. The migration was due to disease progression and neck dilatation. The physician elected to treat the patient with an endurant bifurcation and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration, endoleak); patient¿s condition affected effectiveness of device (disease progression; neck dilatation) conclusion: inherent risk of a procedure (stent graft migration, endoleak); device failure related to patient condition (disease progression; neck dilatation).